Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an scs explant procedure. It was found out that the implantable pulse generator (ipg) was damaged when the physician opened the implant site during the explant procedure. No additional information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date of explant.